Event description:
Snowden-pencer laparoscopic grabber broke off at the end, where the actual grabber is located. Staff removed the equipment from the surgical area and obtained another one to complete surgery. Imaging completed post-surgery, negative for retained item.